Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. The following information was provided by the initial reporter: material no:320109 batch no: 9288256. It was reported that the needle was clogging during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-07-13. Investigation summary: customer returned open 8mm, 31g pen needle without the tear drop label or inner shield. Customer states that the needle was clogging during priming. The returned pen needle was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. The following information was provided by the initial reporter: material no:320109 batch no: 9288256. It was reported that the needle was clogging during priming.